Manufacturer narrative:
On 9/19/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, mentor became aware the patient's unspecified mentor gel implant was a 350cc mentor memorygel breast implant, catalog#: 3503504bc, lot#: 7663370, serial#: (B)(4). On 9/24/2019, mentor became aware of additional information indicating the patient had also experienced seroma. Patient code: (B)(4) has been added for proper codification. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/06/2019, it was noticed that the patient code 2069-seroma was erroneously added to the previously submitted report. The patient experienced seroma during a prior event. On 11/15/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with unspecified mentor gel implants and experienced capsular contracture, baker grade 3 on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 350cc, catalog# 3503504bc, serial# (B)(4) on (B)(6) 2019.